Event description:
Pt called to say that pump's screen was blank the arm 02/02/2000 & the pump was not infusing. Pt switched to back-up pump. New battery was placed in current one and it reads residual volume of 26cc. Pt complained of shortness of breath. Pt symptomatic. Instructed pt to change batteries 3 times a week. Pt notified md and transferred to hosp. Pt stated "battery had gone bad and did not hear alarm". Pt changed battery at this time. Flolan infusing.